Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) gastrointestinal/pelvic floor. It was reported that the patient had gotten the elective replacement indicator (eri) or low ins battery icon of the ins. There was no allegation/dissatisfaction with ins longevity. The patient did not make any longevity allegation but she asked if there was anything patient services could do to fix it. The patient also reported that suddenly, she started feeling pain in the knee and ankle and sometimes she could not even walk. She stated it would get better and it got worse. The patient wanted to know if the ins could have caused like nerve stimulation or something that was not good. It was reviewed with the patient that if stimulation was too high she might feel it in the leg. It was recommended turning the stimulation off for a couple of hours to see if the pain would go away. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported x-rays were done and the patient was told there was an increase in arthritis. It was reported that they were doing additional tests to check out the bladder and that the issues were not completely resolved yet. No further complications anticipated.